Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty cable. The device evaluation also found a faded label on rear cover, and the rubber on near cover packing was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head displayed a barcode when it was plugged in. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional provided by the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (no image) was caused by the faulty cable. However, a specific cause to the cable failure could not be identified. The instructions for use identify verbiage that can prevent cable damage: "* do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with same device without delay. There were no any other devices involved in the event.